Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Thrombosis and angina are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the index procedure on (B)(6) 2015 was to treat a de novo lesion in the proximal left anterior descending artery with moderate tortuosity and moderate calcification. A 2.5x18mm rx xience v stent was implanted. On (B)(6) 2015, the patient returned with chest pain and the previously implanted stent developed stent thrombosis which was confirmed on angiography. Another 2.5x12mm rx xience v stent was deployed to treat the stent thrombosis. The patient is doing fine. No additional information was provided.